Event description:
As reported by an affiliate, friction was felt with an aviator plus while being removed from the patient. The aviator plus became got stuck near the distal end (portion) of a 6f brite tip (lot unknown) guide catheter. The aviator plus was removed intact with the gc. Therefore, a different bc (bandicoot 6.0/20mm) was used with a different gc (mach1 rdc). The procedure was finished successfully. A contralateral approach was used. Initially, approach was made from the right femoral artery with the 6f guidecatheter and it was engaged to the ostium of the target lesion. The lesion was crossed with a crice guidewire and pre-dilation was conducted with a bc (aviatorplus). Then, the aviator plus was delivered for additional dilation and it was inflated at the lesion at 8atm. The balloon re-wraped properly after the dilation. It is unknown how many times the pta catheter was used for dilation before being withdrawn. There were no kinks or bends at any time prior to the resistance/friction. It was not indicated if there was difficulty tracking through the vasculature. It is unknown if the vasculature preceding the target lesion was tortuous. The target lesion was the left renal artery. It is unknown if the lesion was a de novo, but was not calcified. There was moderate tortuosity and 95% stenosis at the target lesion. There were no kinks noted in the guiding catheter prior to use or upon removal from the patient. There was no anomaly observed on the product or on the gc. The device was stored and prepped per IFU instructions.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
As reported by an affiliate, following angioplasty of the left renal artery, friction was felt with an aviator plus while being removed from the patient. It is unknown if the lesion was a de novo, but was not calcified, moderately tortuous with 95% stenosis. A contralateral approach was used from the right femoral artery with the 6f vista brite tip guide catheter and delivered to the ostium of the target lesion. The lesion was crossed with a crice guidewire and pre-dilation was conducted with the aviator plus balloon catheter. The aviator plus was delivered for additional dilation, and inflated to 8 atmospheres. The balloon re-wrapped properly after the dilation. It is unknown how many times the pta catheter was used for dilation before being withdrawn. The aviator plus became stuck near the distal end of a 6f brite tip guide catheter; therefore, the aviator plus was removed intact with the guide catheter. There were no kinks or bends at any time prior to the resistance/friction. It was not indicated if there was difficulty tracking through the vasculature or if the vasculature preceding the target lesion was tortuous. There were no kinks noted in the guiding catheter prior to use or upon removal from the patient. There was no anomaly observed on the product or on the guide catheter. The device was stored and prepped per IFU instructions. A different balloon catheter and guiding catheter was used to complete the procedure successfully. There was no report of patient injury. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported 'withdrawal difficulty-through guide sheath' could not be confirmed as the product was not returned for evaluation. It is not possible to determine the exact cause of the difficulty experienced by the customer; however, base on information available for review, multiple inflations and the angulation of the renal artery may have contributed to the withdrawal difficulty reported. Neither the DHR nor the event description suggests that the withdrawal difficulty could be related to the manufacturing process of the device; therefore, no corrective action will be taken.